Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to fluid loss. All components were removed, and a new aus was implanted. No additional information was reported.